Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The user reported that the thermogard console (sn (B)(4)) displayed a tcmid02 (ce danfoss error) error message. No known impact or patient consequence was reported. The reporter was unable to provide further details regarding the event.